Manufacturer narrative:
Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Pulled stem, cup, and head because of infection. Replaced with antibiotic spacer.

Event description:
Pulled stem, cup, and head because of infection. Replaced with antibiotic spacer.

Manufacturer narrative:
The following other hip devices were also listed in this report: pca primary fem stem #6 left; cat# 6279-6-010; lot# nfeec. Pca 36mm femoral head +5mm offset; cat# 6280-0-236; lot# 13n6514. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.